Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The collimator was aligned during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a milliamps error message. No patient injury was reported.